Event description:
It was reported that a pump malfunction occurred, identified by malfunction code malf 3. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Tandem technical support initiated a replacement for the faulty pump and instructed the customer to use multiple daily injections as a backup therapy. The customer was guided on how to put the pump into storage mode and was asked to return the problem device using a pre-paid label within 10 days.